Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. A reset of the bluetooth telemetry was performed and resolved the issue. The patient was stable.